Event description:
The forceps were broken. The needle in the middle was not in line and was pointing to the side. Product malfunctioned while in use. Product was removed from procedure, same product pulled and replaced malfunctioning product. No further issues and no patient harm. Gtin: (B)(4), lot number 30453635.